Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator replacement. During the procedure, insulation breakdown on the right atrial lead was noted at the proximal edge of the suture sleeve. A repair kit was used to repair the insulation without difficulty. Patient was stable.